Event description:
In 2007, this patient underwent endovascular repair to exclude a right common iliac artery aneurysm. The physician implanted a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. Post-operatively, the left limb of one of the devices was discovered to be occluded, starting at the level of the flow divider. The right limb was still patent. No reintervention has been performed. It should be noted that the iliac aneurysm was calcified and the pt's aorta was small.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.